Event description:
Caller reported a malfunction on the pump, specifically identifying malfunction code malf 12 and fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by cts with resetting the pump, and after doing so, the malfunction did not recur. Customer was instructed to continue using the pump and advised to call back if the malfunction code appears again.